Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed the necessary supplies resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.